Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: pumps with unknown serial numbers were not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. There is insufficient information regarding the reported "vad failure" event. As a result, that reported event could not be confirmed. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported events. Possible clinical factors that may have contributed to these events include patients¿ pre-existing history and related comorbidities, the progression of their underlying disease, and patients¿ complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to these events. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the pediatric patients represented in the article is male/9 months old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: utilization and outcomes of children treated with direct thrombin inhibitors on paracorporeal ventricular assist device support. American society of artificial internal organs journal, august 2020; 66(8):939-945. Doi: 10.1097/mat.0000000000001093. Pmid: 32740356. Additional information has been requested regarding the cause of the events, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed the use of direct thrombin inhibitors (dti) as anticoagulation during paracorporeal vad support for pediatric patients. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients on vad support who experienced pump thromboses, requiring pump exchanges. There was one case of vad failure, not further characterized, also requiring a pump exchange. Patients also experienced major bleeding requiring re-operations and blood products transfusions, seizures, strokes and transient ischemic attacks (tias). The vads remain in use. No further patient complications have been reported as a result of this event.